Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. In addition the lot number was unavailable therefore a review of the DHR could not be performed. Should additional information pertinent to this event become available, halyard will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations. Device not returned for evaluation.

Event description:
Fill volume: asku. Flow rate: asku. Procedure: asku. Cathplace: asku. Please reference: 2026095-2015-00345/(B)(6), 2026095-2015-00350/(B)(6), 2026095-2015-00355/(B)(6), 2015-00356/(B)(6), 2015-00357/(B)(6), 2015-00359/(B)(6) and 2015-00360/(B)(6). It was reported via the medsun importer # (B)(4), received on (B)(6) 2015 that a patient reported the following: incident #2-8 of 8: "the visiting nurse who disconnected my pump on saturday said that her other patients using the same device also completed well ahead of schedule." Additional information received on 12/9/2015: it was reported by the hospital that approximately seven other similar events occurred between end of (B)(6) 2014. It was estimated that three of these events were medwatch, however, unable to confirm. It was reported that all other patients were stable and didn't suffer additional injury. No further information was provided and devices are unavailable for return.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
(B)(4) was received stating, "patient connected to continuous infusion fluorouracil ( 5fu). Patient completed forty-six hour 5-fu at 6pm. Patient independent with disconnect, however this was the first time performing on own. States port will not flush. Family friend who is a nurse came to home and cannot get port to flush. Patient verifies all clamps are open with no visible kink in port tubing. Instructed patient and friend on trouble-shooting steps including pressing over chest port. Still unable to flush. Per conversation the patient states chemo balloon looked empty at approximately 9am today, however she waited until disconnect time at 6pm to recheck. Patient states she contacted vna who stated they would send rn, although patient was discharged from services. Writer called visiting nurse association (vna) and verified."